Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed a follow up/final report will be sent. Product code - jow.

Event description:
It was reported that the charging cord had exposed wires on it. The event timing was during testing. There was no harm or delay. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This medwatch is being filed to relay additional information. Visual inspection confirmed breakage in the cord, exposing the copper wiring. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.